Manufacturer narrative:
Other, other text: evaluation results: one cadd pump was returned for investigation in used condition. Delivery accuracy tests were performed on the pump. The concern of the customer regarding the failed accuracy was unable to be confirmed. Delivery accuracy testing found the average delivery error of the pump to be within the published specification of +/-6%. No fault was found with the pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. As a preventative measure, the expulsor was trimmed down to bring the delivery accuracy closer to nominal range.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump failed accuracy (-11.5%). No patient was involved in this event. No adverse effects were reported.